Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant using a flexnav delivery system. During the first attempt the device was too shallow. It was resheathed and upon the second release it went 7mm deep and caused a complete atrioventricular (av) block. It was then re-sheathed and released again. The third deployment was an appropriate 4mm deep but the av block did not resolve. The patient was reported as stable and had a temporary pacemaker. It is unknown if the av block was resolved.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of an atrioventricular block and thus requiring the implantation of a pacemaker was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined, but the 4mm depth of implant could have contributed to the heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.